Event description:
It was reported that a pta balloon used to post-dilate a stent became caught on the stent and was difficult to remove. Upon removal from the patient, frayed fibers on the balloon were observed. Reportedly, the physician was able to remove the pta balloon without disturbing the stent. No patient injury.

Manufacturer narrative:
The lot number was provided. A review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. The complaint sample has been returned for evaluation and the investigation is currently underway.